Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 38 mg/dl. The customer was treated for the low blood glucose with a glucagon shot. The customer was wearing the insulin pump during their hospital stay. The customer did not troubleshoot and did not send the product back for analysis.